Event description:
On 23-feb-2026, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant hematocrit/hemoglobin results on a 69-year-old female patient with leukemia, general weakness, dizziness. Return product is available for investigation. Method: date: tested hct: hb: abga. Ni. Ni. 23. 7.9. Cbc. Ni. Ni. 24.5. 8.4. I-stat. (B)(6) 2026 0702. 40%pcv. 13.6g/dl. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 26-mar-2026. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing for lot h25323 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap, product complaint level 2 and level 3 investigation procedure. Returned cartridge testing met the acceptance criteria for suppressed results, but the sample size was too low (<17) to assess points outside total allowable error (ea). No deficiency has been identified for chem8+ cartridge lot h25323.

Event description:
Na.